Manufacturer narrative:
(B)(4).

Event description:
(B)(6). Same case as MDR ID:2134265-2017-06288. It was reported that recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 27m watchman ® laa closure device & delivery system was inserted into the watchman ® access system. One partial and one full recapture was performed as there was a jet noted after deployment. A 33mm watchman ® laa closure device & delivery system was then selected. The first deployment was not successful and position was too distal, so one partial recapture was performed, but device positioned too proximal this time, so decided to recapture the entire device and exchange it for a new 33mm device. They tried to fully sheath the device, however, implanter felt strong resistance and the device did not go inside of the sheath. They tried to sheath the device by pushing the was over the device, but couldn¿t recapture the device and was started to kink. Therefore, device was taken out together with was. It was noted that a portion of the device was sticking our during the removal. The procedure was completed by inserting a new was along with a support guidewire and a new 33mm closure device was implanted.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the watchman access system (was) along with the watchman delivery system (wds) were returned. The wds was inside the was as receive, with the hub of the wds 9 cm from the was valve. The implant was protruding 8.5mm from the tip as received, and blood was on both devices. The hub, shaft, and tip were examined. The implant and wds were removed from the was during analysis. There were multiple kinks along the shaft of the device. The shaft was buckled from 4cm to 5cm from the tip. The tip was damaged with evidence of anchor damage, material compression, and inner liner delamination. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Salute clinical study. Same case as MDR ID:2134265-2017-06288. It was reported that recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 27m watchman ® laa closure device & delivery system was inserted into the watchman ® access system. One partial and one full recapture was performed as there was a jet noted after deployment. A 33mm watchman ® laa closure device & delivery system was then selected. The first deployment was not successful and position was too distal, so one partial recapture was performed, but device positioned too proximal this time, so decided to recapture the entire device and exchange it for a new 33mm device. They tried to fully sheath the device, however, implanter felt strong resistance and the device did not go inside of the sheath. They tried to sheath the device by pushing the was over the device, but couldn¿t recapture the device and was started to kink. Therefore, device was taken out together with was. It was noted that a portion of the device was sticking our during the removal. The procedure was completed by inserting a new was along with a support guidewire and a new 33mm closure device was implanted